Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2014 with the following findings: investigation was unable to confirm or duplicate low volume audible tones. During testing, the alarm settings were set to 'high' and tested with no issues found. An audible reading was taken and was found to be within an acceptable range.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the alarm associated with the cgm is not as loud as the alarm associated with other alarms. The reporter stated the cgm alarm was not able to be heard during sleep or when the environment is noisy. The reporter verified that the alarm volume was set to ¿high¿. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged audio tone complaint remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.